Event description:
During weaning phase the inspiratory oxygen percentage (fio2) of a ventilator supported pt was reduced relying on 100% spo2 reading on the monitor. Pt's blood pressure suddenly dropped reaching a shock level.